Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the instrument was inserted via port during a laparoscopic appendicectomy, the bag tore. The appendix was placed in the bag and the black cord was pulled to seal the bag and then the instrument was pulled per instructions. The instrument was used correctly by a consultant. However, the metal aspect of the instrument cut a piece of the plastic bag off in its removal and fell into the cavity. The piece of plastic was found in time in the intra-abdominal cavity and removed.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the shrink wrap was completely detached from the springs. No other abnormalities were noted for the used device, including the pouch. No visual abnormalities were noted for the three representative samples. Functionally, the ring broke upon retraction the device that was returned used. It was reported that the bag was torn at the seam or had a hole. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. It was also reported that a component disengaged from the device into the surgical cavity. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the metal ring encounters an obstruction during retraction, which necessitates the use of excessive force causing the shrink wrap tubing of the metal ring to stretch and ultimately rip. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.